Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the septum and the luer lock. The customer loaded a new cartridge. The customer's blood glucose level was 500 mg/dl and it was addressed with a correction bolus.